Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. The faradrive was inserted with the wire advanced up to the left superior pulmonary vein (lspv). When the sheath was immersed into the water to use the air seal method, air was observed at the side port from the sheath's handle. Air came out from the base of the side port, but there was no air within the port. Poor adhesion between side port and handle were suspected. The procedure was completed successfully using the original device. No patient complications occurred. The device has been returned and is pending analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath identified a loss of fluid and pressure during functional evaluation. Inspection identified the internal valve to be torn on the inner face by the center slit, confirming this defect as the primary cause of the allegation for this event.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. The faradrive was inserted with the wire advanced up to the left superior pulmonary vein (lspv). When the sheath was immersed into the water to use the air seal method, air was observed at the side port from the sheath's handle. Air came out from the base of the side port, but there was no air within the port. Poor adhesion between side port and handle were suspected. The procedure was completed successfully using the original device. No patient complications occurred. The device has been returned and is pending analysis.